Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2023, the patient was in the terminal stage of malignant tumor and had been given drugs through the port of intravenous infusion for a long time. When connecting the indwelling needle of the disposable implant drug delivery device today, the nurse found that the indwelling needle was broken and leaking fluid at the interface. Immediate replacement.